Event description:
Clinic notes dated (B)(6) 2014 note that the patient would be referred for suicidal ideation.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient s being seen for follow-up with seizures. The notes indicate that the patient reports having two hospital visit for recurrent seizures since the last visit. Medication changes were made and the patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.